Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. Cause was not known. Customer declined to troubleshoot the issue with Tandem Technical Support; therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.